Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
Per the translated information provided to the manufacturer: during the twist in the right abdominal aorta, the end of the catheter angled first and then broke while remaining adherent to the remaining soft apex portion of the pigtail through thin fiber. It was necessary to carry out the recovery procedure with a gooseneck, via a second arterial access. During the passage of the gooseneck, a fragmented piece of pigtail, about 5mm in length, detached and migrated following the arterial flow of a muscular branch perforating the right deep femoral artery. Additional information was requested on 22 march 2016, 30 march 2016 and 06 april 2016. However, as of 14 april 2016, additional information has not been provided.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, device record history, instructions for use (IFU), documentation and quality control was conducted during the investigation. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." "The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." "Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Due to product not being returned, we are unable to confirm material degradation failure mode. A CAPA request was initiated as part of the recall actions to further investigate the incident. This product is in scope of the recall; therefore, this complaint will conservatively be accepted as part of the CAPA. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Per the translated information provided to the manufacturer: during the twist in the right abdominal aorta, the end of the catheter angled first and then broke while remaining adherent to the remaining soft apex portion of the pigtail through thin fiber. It was necessary to carry out the recovery procedure with a gooseneck, via a second arterial access. During the passage of the gooseneck, a fragmented piece of pigtail, about 5mm in length, detached and migrated following the arterial flow of a muscular branch perforating the right deep femoral artery. Additional information was requested on (B)(6) 2016, (B)(6) 2016 and (B)(6) 2016. However, as of (B)(6) 2016, additional information has not been provided.